Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach to stop the bleeding during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the handle was pushed and pulled many times, but the clip would not release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact date of birth is unknown; however, it was reported that the patient was born in (B)(6) 1968. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach to stop the bleeding during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the handle was pushed and pulled many times, but the clip would not release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact date of birth is unknown; however, it was reported that the patient was born in (B)(6) 1968. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution clip was analyzed through both visual and microscopic evaluation. It was observed that the clip assembly was still attached and capable of full deployment without any problems. However, the outer sheath was not returned with the device. A functional inspection confirmed that the device could fully deploy without any problems. Additionally, a dimensional test was conducted between the hooks of the bushing, and the measurements were found to be within specifications. No other problems were identified with the device. The reported event of the clip unable to release from the catheter was not confirmed, as the clip assembly was able to perform a full deployment without any problems during evaluation. It was noted that the device was returned without the outer sheath, and the circumstances leading to this damage are unknown. Therefore, the most probable root cause of this complaint is no problem detected.